Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they received random no delivery alarms. The buttons stick and at times the insulin pump would not connect to the meter. Customer's blood glucose level was not reported. The device was not returned.